Event description:
Device 4 of 5. Reference MFR. Report#627487-2017-06286. Reference MFR. Report 3006705815-2017-01460. Reference MFR. Report#1627487-2017-06274. Reference MFR. Report#1627487-2017-06273. Follow-up identified the patient underwent a previous unrelated surgery and subsequently became septic due to infection. As such, implant was removed at an unknown date. Reportedly, the issue was not product related.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5: reference MFR. Report#627487-2017-06286, reference MFR. Report 3006705815-2017-01460, reference MFR. Report#1627487-2017-06274, reference MFR. Report#1627487-2017-06273. It was reported the patient developed an infection at an unknown location. No further information is available at this time.